Manufacturer narrative:
The device was returned for evaluation, however evaluation is anticipated. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision was needed to remove creo hardware having to removed.